Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. 10 retentions were visually inspected with no issues being identified. A total of 5 retention samples had functional draw testing performed on both tube components. All tubes were within specification limits with no issues identified. The expiration date on the two tube components is the same as on the kit: 31may2026. No date discrepancy was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill, incorrect/missing label information, expired product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urine complete cup kit, underfill was observed in an unspecified number of devices. It was then discovered that the expiration date on the shelf label was beyond the expiration date of the tube. The expiration date on the tube label had already passed so expired tubes were used. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine complete cup kit, underfill was observed in an unspecified number of devices. It was then discovered that the expiration date on the shelf label was beyond the expiration date of the tube. The expiration date on the tube label had already passed so expired tubes were used. There were no health consequences or impacts reported.